Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. Although requested, the patient information was not provided. The customer troubleshot with technical support and advised that the unit would be tested. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported that the ventilator shut down while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.